Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed device grew warm and a blade stall error message was found. Further investigation revealed stiffness in the drive fork when rotated. Electrical shorting wasn't not noted during testing. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for the blade stall error was associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. The root cause for the overheating was associated with corrosion in the gearbox. Factors that could have contributed to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and handpiece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up a knee arthroscopy procedure, the mdu shorted out, and it resulted into an overheating of the device. There was a back-up device available, and no surgical delay was reported. There was no patient involvement.